Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Correction: in the initial report, was mistakenly filled out. It should have remained unfilled.

Event description:
It was reported that the patient's system was shutting off without prompting and displaying an error. In turn, the ipg was explanted and replaced, which addressed the issue.